Event description:
Event description guidant received information that 25 months post implant, this implantable cardioverter defibrillator (ICD) had a battery voltage of 2.84 volts (mol1). Premature battery depletion is suspected.